Manufacturer narrative:
(B)(4). The device was returned for analysis. Device analysis revealed a kink was observed in the telescope assembly from femoral marker to the proximal end. The catheter was returned without the imaging window (detached and not returned). Impedance testing shows an electrical open at proximal wave form. Broken drive shaft and imaging core windup were encountered in the double heat shrink area in the telescope area. Full image characterization testing cannot be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on investigation completed on 26oct2017. It was reported that lost image occurred. The target lesion was located in the right coronary artery (rca). An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), when imaging was performed before insertion inside the patient's body, the image stopped appearing after a few seconds. It was tried to reconnect, however it did not improved. The procedure was completed with another with same device. No patient complications were reported. However, device analysis revealed the sheath was detached/separated.